Manufacturer narrative:
.

Event description:
It was reported that vns patient has an infection on the generator area. Follow up indicated that patient has developed an infection on his left chest. The muscle pocket got infected and required multiple wound revisions ((B)(6)2015 and (B)(6) 2016). The infection kept reoccurring, in spite of antibiotics and surgical measures. On (B)(6) 2016, the system was explanted due to this infection. No new vns system was implanted as this was no longer desired by the patient's mother and their legal advisor. The review of the manufacturing records confirmed the sterilization with [hp method] for the generator and lead prior to distribution.

Manufacturer narrative:
Corrected data: the previously submitted MDR inadvertently provided an incorrect event description. Corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
Through the investigation of a high impedance case (captured in MFR. Report #1644487-2016-01978) it was reported that the same patient has infection. It looks like the patient had an intervention because the initially reported high impedance case. The patient developed an infection on the left muscle pocket after the intervention for which he was treated with antibiotics. The infection kept reoccurring. Several surgical interventions were also performed to treat this infection; those interventions were ended with the vns system removal on (B)(6) 2015. It was reported that no new vns system was implanted as this was no longer desired by the patient's mother and their legal advisor. Details are still unknown to explain the real cause of the reported infection. The review of the manufacturing records confirmed the sterilization with [hp method] for the generator and the lead prior to distribution.